Event description:
Customer reported that touchscreen of pump was cracked and shattered, rendering it unresponsive and illegible. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.